Event description:
This is a report of a colleague infusion pump with a battery issue, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement. There was no patient injury or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved onsite at the facility by a baxter field service technician by replacing the main batteries and battery harness. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.